Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining erroneously elevated accutni results for several patient samples generated by the access 2 immunoassay system. One example was provided by the customer. It was above the ami cutoff and repeated in the normal reference range. No erroneous results were reported outside the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples are centrifuged at 3200rpm for either 3 or 5 minutes, depending on the centrifuge used. Per the customer, qc performed before and after the erroneous results was within the customer's established ranges. A field service engineer (fse) was dispatched and discovered a large wash buffer leak in the fluidics tray. Fse cleaned up the buffer, replaced wash pump seals, the sample pippettor tip, and verified all alignments. A system check was performed and met specifications. Hardware issues, addressed by the fse, are likely to be the root cause for this event.